Manufacturer narrative:
A05: crack in camera a0709: instruments cutting in and out h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was glitchy and not recognizing multiple instruments. Instruments were cutting in and out no matter position of camera. After the case was completed, a crack on the r camera was noted. It was reported that there was no patient involvement, which contradicts the indication that this occurred during a case.

Manufacturer narrative:
Additional information was received. It was reported that this event is a duplicate of MFR report number: 1723170-2025-01867. Any further information will be documented under MFR report number: 1723170-2025-01867. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.